Event description:
It was reported the high flow insufflation unit experienced a blackout, shutdown and restart. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed the system detected abnormal operation of the line pressure sensor mounted on the circuit board, resulting in the front panel turning off and the alarm sounding. An electrical problem was identified. The most probable cause is traced to component failure. The event can be detected/prevented by following the instructions for use which state: "¦chapter 7 troubleshooting danger never use the high flow insufflation unit (uhi-4) if an irregularity is observed. Damage or irregularity of the high flow insufflation unit may compromise patient or user safety and may result in more severe equipment damage. All leds are turned off. An error is detected in the internal circuitryof the high-flow insuffation unit. Turn the high flow insufflation unit offand on again. If the caution continually sounds, contact olympus." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.